Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor end. The customer's blood glucose reading was 410 mg/dl at the time of incident. Troubleshooting was declined by customer for the high blood glucose and only wanted to know if the alarm was normal. Customer was advised that the alarm was normal and no further assistance was necessary.